Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the prime test, excessive no delivery alarm test and the displacement test. No unexpected no delivery alarm was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned a no delivery alarm. Customer did not recall any significant events that led up to this event. Blood glucose level was 193 mg/dl at the time of the call. Customer reported changing the set four times, but still received no delivery alarms. No further information was provided.